Event description:
During a distal tibia avulsion fracture repair the anchor broke below the eyelet after it was inserted. The surgeon did not predrill the site before insertion. The broken portion of the anchor remains in the bone. An additional anchor was used to complete the procedure. No patient injury or complications were reported.